Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved microclave connector. It was reported that the microclave cap were stuck, with the middle white piece having been pushed inward and the cap subsequently being unable to be used. Microclave cap on the end of the central line has a plunger where other lines get connected malfunctioned and started to leak. It has to be changed causing the central line to be opened or accessed and increasing the risk for infection.  There was no harm to the patient, but an intervention had to be performed in order to change this cap. Due to delay there may be possible risk of infection. There was patient involvement and but no harm.